Manufacturer narrative:
Administrative secretary materials management, materials resource utilization coordinator. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer had reported separation at the lower fitment. The customer later reported that in the nicu, approximately 50 minutes after the tubing was changed the device alarmed for air in line. The tubing was clamped, and the set was removed from the pump module. The silicone portion of the set was tapped to dispel any air bubbles, and when this was done, the tubing below the pump segment separated. There was a free flow of fluid from the set. The portion of tubing that was still attached to the infant was clamped. IV fluid and tubing were replaced.the customer questions if the set came unglued. There was no report of patient harm.

Event description:
The customer had reported separation at the lower fitment. The customer later reported that in the nicu, approximately 50 minutes after the tubing was changed the device alarmed for air in line. The tubing was clamped, and the set was removed from the pump module. The silicone portion of the set was tapped to dispel any air bubbles, and when this was done, the tubing below the pump segment separated. There was a free flow of fluid from the set. The portion of tubing that was still attached to the infant was clamped. IV fluid and tubing were replaced. The customer questions if the set came unglued. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set separated at the lower fitment was confirmed. Visual inspection showed that the silicone segment was completely separated from the lower fitment. The expected retainer ring for the lower fitment and silicone segment connection was not received. No crush marks were observed on the upper fitment. Further visual inspection of the separation showed o-ring indentations on the silicone segment. The separated silicone was manually reassembled and fully reseated by hand. Functional and pressure testing was performed; no leaks or issues were observed. The root cause of the tubing separation is customer misuse involving the set being stretched or flicked when attempting to get the air out of the line.